Event description:
It was reported that during a cardiac ablation procedure, during manipulation of the integrated dilator/needle near the tricuspid valve, the patient experienced complete atrioventricular block and trauma to the conduction pathways, resulting in asystole that required manual cardiac massage. A temporary bipolar pacing lead was placed for cardiac stimulation, and an intravenous sympathomimetic drug was administered. Spontaneous conduction recovered with a wide qrs complex, which gradually became narrower. The patient transitioned into atrial fibrillation with a heart rate of 77 bpm. The procedure was aborted, and a pacemaker was implanted. Calcifications were noted on the mitral valve/annulus, and ablation of the av node was planned if necessary. The patient was on an antiarrhythmic and a beta blocker. Hospitalization was extended due to the event, and the patient outcome was reported as alive with injury.

Manufacturer narrative:
Continuation from d10: product ID:900311 product type: integrated dilator needle; product ID: afapro28 product type: balloon catheter product ID: 990063-020 product type: mapping catheter product ID: other manufacturer product type: cs and ice catheters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with an unknown lot number was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, and handle. No anomaly was identified during the external visual inspection. The handle, shaft and sideport were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90 degrees (°) and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The returned integrated dilator/needle was inserted into the sheath and retracted several times, without any friction. The returned integrated dilator/needle was snap-locked to the sheath and was tight. Visual inspection showed the returned integrated dilator/needle luer and tip were intact without any issue. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the clinical issues (av block and asystole) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical I ssues cannot be assessed through data analysis. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.